Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient¿s implantable cardioverter defibrillator (ICD) system was implanted and the patient was in recovery the patient stated that they did not feel well. The patient became unresponsive, turned gray, and a pulse was unable to be obtained. The patient started having arrhythmias which the ICD recognized and treated several times. The patient then passed away. Additional information related to the cause of death was requested and is not available.